Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified common carotid artery. An emboshield nav6 was prepped without issue. The nav6 was then advanced into the internal carotid artery. Upon attempted deployment, when the white part was pulled back (pulled back without issue), the device would not deploy at all. Therefore, the device was removed without issue and inspected. It was observed that the distal tip was separated, but remained attached to the basket. The procedure was successfully completed with a new nav 6. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned eps, and the reported separation was confirmed. The reported activation failure was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Possible factor that may contribute to dc separations can be affected by numerous factors including, but not limited to, manufacturing, dc damage, technique used to prep, anatomical conditions/patient anatomical morphology, handing/manipulation, or entanglement with other devices. The investigation was unable to determine a conclusive cause for the reported activation failure and separation. It is possible that during preparation, the dc became damaged, then during filter deployment the dc stretched, tore, and separated resulting in the activation failure; however, this could not be confirmed. Although there was no resistance reported, the dc at the separation was stretched and jagged which is consistent with materials being pulled apart. The noted wrinkling of the dc pod likely occurred during preparation. The noted kinks and bends on the eps likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.